Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was emitting a call service communication alarm occurring multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: there was no activity related to the pi observed in pump histories. The pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. The threads on battery cap are stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.